Event description:
The customer alleged the unit caused the room to be foggy due to an oil mist. The customer turned off the unit; it was not in use. The customer stated no injuries were involved. An asp field service engineer (fse) went to the facility to assess the unit.

Manufacturer narrative:
Capital equipment, evaluated at customer site. The field service engineer (fse) replaced the oil filter and the h2o2 lamp. The fse performed an empty cycle. The unit met specifications.